Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that balloon difficult to remove occurred. A synergy megatron stent balloon expandable was selected for use. During procedure, difficulty in removing a balloon was noted and a guide catheter extension was used to retrieve the balloon. No further information is available.